Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have not be able to wear the aligners for months due to them having an infection that requires surgery. Requesting diagnostic findings from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.